Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial repoter: during a CT scan for a different procedure the doctor observed that one leg of the filter is broken. The filter leg has penetrated the l2 vertebrae. It seems to be totally out of the vessel. The doctor was asking the rep if the leg needs to be removed and if we have seen this before. The rep will be contacting the product manager regarding the customer's questions. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a CT scan for a different procedure revealed that one of the filter legs was fractured but still attached to the filter. The filter leg has penetrated the l2 vertebrae. It was decided to remove the fractured filter. Four screen shots from a CT scan and two videos was provided for imaging review. Per imaging reviewers¿ findings: ¿the still images and videos will be discussed concurrently as they are from the same data set which is a CT scan of the abdomen and pelvis with IV contrast. The date of the CT scan is not included. Beginning on the axial images, the hook of the ivc filter appears to abut the wall of the ivc at the inflow of the left renal vein, at the 1:00 region. The primary filter legs are located at the 2:30, 6:00, 8:00 and 11:00 locations. This appears to be a gunther tulip ivc filter given the configuration of the secondary arms. The windowing of the CT is more towards a soft tissue window as opposed to a bone window, so the metal of the ivc filter does create some artifact limiting detailed evaluation of the filters features. One of the primary filter legs demonstrates a grade 3 interaction, at the 6:00 location, and extends into the l2 vertebral body. The primary filter leg appears fractured from the main filter body however, the secondary filter arms are still wrapped around the fractured primary filter leg fragment. The primary filter leg at the 2:30 location also demonstrates a grade 3 interaction abutting the right lateral wall of the aorta but not clearly penetrating into the aortic lumen. The primary filter leg at the 8:00 location demonstrates a grade 2 interaction extending into the retroperitoneal fat and the primary filter leg at the 11:00 location demonstrates a grade 1 interaction resulting in tenting of the wall of the ivc. There are no secondary inflammatory changes present in the pericaval region. There is no significant thrombus burden appreciated in the cone of the ivc filter. On the sagittal reformatted sequences, the anterior tilt of the ivc filter is better appreciated and measures approximately 25° relative to the center line of the ivc where the filter feet are positioned. The fractured primary leg extending into the l2 vertebral body which does demonstrate some minimal sclerosis along the anterior margin of the vertebral body. It appears much if not all of the fractured primary filter leg fragment is extravascular in location with the secondary arms extending to the junction of the posterior wall of the ivc. There are no other pertinent findings present on the CT scan.¿ per imaging reviewer´s impression: ¿per the complaint report, the gunther tulip ivc filter was placed in 2006 indicating a dwell time of at least 15 years if the cts submitted for review were performed this year. The initial indication for ivc filter placement, nor the continued need of the ivc filter, were discussed in the complete report. The complete report does discuss an unsuccessful retrieval, sometime in 2006 or 2007, suggesting there is no continued need for the filter. There are no images submitted demonstrating the ivc filter immediately after placement and/or immediately after the attempted filter retrieval. On the images submitted for review, there is a significant anterior tilt with multiple posterior penetrations and a fracture of a primary filter leg which extends into the l2 vertebral body. Without the preceding imaging, it is difficult to determine if this tilt/penetration/fracture scenario was a result of malpositioning and/or manipulation of the ivc filter, or if this developed over time irrespective of the placement and previous retrieval attempts. In the current scenario, the fractured primary filter leg fragment does appear to be entirely extravascular. The other 2 penetrations do not appear to be resulting in significant inflammatory changes in the retroperitoneum. Despite the unsuccessful retrieval attempt, given the current degrees of interactions with adjacent structures, and the degree of tilt that is present, a repeat retrieval attempt should be performed at a center specializing in difficult/complex filter retrievals. The extravascular component extending into the l2 vertebral body will likely stay in place and will have a low likelihood of resulting in any clinical significant events in its current position. The cause of the fracture is related to metal fatigue due to abnormal stresses placed upon the filter as it penetrated through the wall of the ivc filter and initially interacted with the vertebral body.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of filter is manufactured to specifications. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Based on the provided information it is unknown what caused the filter to penetrate the ivc and then fracture. However, filter interact with vessel wall and filter fracture is known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.